Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection was performed with the naked eye which noted a strand of black hair, that measured 7.14 mm long, floating in the drug fluid of the bladder. The hair was in the fluid path, however, the folfusor has a built-in filter located on the stressmember inside the bladder which would prevent the hair from moving outside the bladder (downstream of the fluid path). The reported condition was verified. The cause of the condition was due to a manufacturing process issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in a large volume folfusor. The pm was described as potentially a hair described as "2-3 mm long, translucent and very thin". The pm was "observed in the pump fluid bag where it floats freely in the antibiotic solution". The event occurred prior to patient use. There was no patient involvement. No additional information is available.